Event description:
The ge oec 2800 fluoroscopy system would not produce x-rays.

Manufacturer narrative:
A ge oec service rep investigated the issue and found an open wire at j3-5 at the generator connection. The wire was repaired and function was restored. The system was tested and found to be operating as intended and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No negative patient effect was reported because of this malfunction, that occurred during a procedure.